Event description:
Boston scientific received information that this patient had experienced a syncopal event which resulted in a fall and the patient hurt her right arm near where the device is located. System evaluation noted noise that could be generated during pocket manipulation which was being oversensed resulting in stored episodes of ventricular tachycardia (vt). Lead impedance was 200 ohms and potential insulation damage was suspected. Additionally, the patient was feeling some muscle stimulation near the pocket. A revision procedure was performed and the lead was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.